Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy, due to noise on the ventricular channel. Loss of capture was also noted.